Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked at the y-site. The event was identified during priming. As a result, the set was changed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured on october 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Meanwhile, the retention samples were visually inspected, no obvious issue/damage was detected, and the samples were conforming as per product specifications. The retention samples were also gravity tested in the laboratory via methylene blue; then leak tested under water; no leak was observed. A review of retention samples confirmed that the units met specifications. Should additional relevant information become available, a supplemental report will be submitted.